Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the keyboard overlay. The part replacement did not resolve the reported symptom; the ventilator was returned to the covidien service center for further evaluation. The service center reported to have inspected the device and performed extended self-testing and all tests passed.

Event description:
It was reported that, while in use on a patient the keyboard on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.